Event description:
It was reported that when the device was interrogated there were no histogram values or cardiac compass data. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the device was interrogated there were no histogram values or cardiac compass data. It was further reported that an atrial lead was not implanted so implant detect may not have been completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.